Event description:
Poor augmentation was noted. "Check iab catheter" alarm sounded from the system 90 pump. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. On 10/25/00, datascope was notified that as a result of the event, the pt expired. Event complications: none-reported 10/18/00; expired rept'd 10/25/00. Pt's current status: expired-rpt'd 10/25/00.